Manufacturer narrative:
(B)(4). The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device or additional information, edwards is unable to confirm the reported mitral stenosis. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25mm bioprosthetic mitral valve, implanted seven (7) years, eight (8) months, required valve in valve intervention due to mitral stenosis. A 23mm sapien xt valve was deployed with no patient complications reported.

Manufacturer narrative:
Edwards lifesciences has identified that this event has also been reported under MFR # 2015691-2016-00831.